Event description:
Initial surgery was done with versa tibial nail system for lower thigh about one year ago. During another surgery, the doctor could not remove endcap, so could not remove the nail too. Distal screws were removed. The nail and endcap still remain in the pt's body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.